Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's reports regarding infection: 2916596-2021-06601, 2916596-2022-10367, 2916596-2022-11403

Event description:
It was reported that the patient had a major infection. The patient was seen at their local wound care clinic and had increased drainage. Cultures were done and doxycycline was stopped, and a 5-day course of levofloxacin was started. Doxycycline was then restarted (B)(6) 2023. There were no active signs of infection at on office visit on (B)(6) 2023. A pinpoint wound at the lower aspect of the median sternotomy and a small adjacent wound were noted. New local cultures identified gram positive cocci. Local wound care was performed on the sternal wound. Follow up with infectious disease (ID) and a computed tomography (CT) scan of the chest and abdomen were scheduled for (B)(6) 2023.